Event description:
The customer reported fluid in the insulin pump. Troubleshooting was performed. The customer stated that accidentally she jumped into the pool while wearing the insulin pump and the screen was blank. The customer stated that the device is counting up to six and then freezes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was recieved with blank display due to corroded electronic and motor assemblies.